Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified baxter access set would not flow. It was further reported that the drip chamber of the set "collapsed completely during rinsing." The set was connected to an unspecified "chemotherapy bag" via an unknown pump. After manipulation of the pump, the solution "finally infused." There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h6. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.